Manufacturer narrative:
The received device had the cannula assembly fully deployed. The needle mechanism assembly was inspected for any abnormalities or deficiencies and no issues were noted. No problems were found that would result in insufficient insulin delivery or cause the cannula to become dislodged from the infusion site. Although no problems were noted, the reported event could not be determined. The adhesive pad was observed, and no abnormalities were found that may contribute to an adherence issue during wear.

Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was not inserted correctly into the infusion site/dislodged. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning:  check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 16.4 mmol/l (295.2 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Multiple corrections were administered using the pod but the patient¿s bg levels did not decrease. The patient noted that the adhesive pad was getting loose and was unsure if the cannula was inserted into the skin or dislodged. Hyperglycemia treated by activating a new pod and drinking lots of water. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6).